Event description:
It was reported that during a peripheral vein closure procedure using a closurefast catheter/rfs stylet, there was a 10-minute delay in surgery due to a high temperature issue. The right great saphenous vein in the mid segment was being treated. The lumen was flushed prior to use, a guidewire was used for insertion, tumescent infiltration was utilized, and hand/manual compression was utilized. Proper temperature was not reached, and no adjustments were made to the generator parameters. The device was safely removed from the patient, no visible damage noted to the catheter and the procedure was completed using a new device. Vein closure was achieved. No patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.